Event description:
A distributor reported that a doctor removed a loose implant. When the implant was removed, he noticed that there was some staining on the tissue. The doctor also noticed some burnishing marks on the stem of the implant.

Manufacturer narrative:
Manufacturing records were reviewed for the implant. Did not identify anything that would have caused or contributed to the event. It was unk why the implants were loose, but could have contributed to the "staining" that the doctor had noted during revision surgery. No device failure was identified.